Manufacturer narrative:
A ge service representative performed an on site investigation. After the system was rebooted, the failure could not be duplicated and the images recalled and printed properly. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9800 system were not saving. When they pushed save only a dark or no image is saved. There was no report of patient injury.